Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected of premature battery depletion (pbd). Technical services (ts) was consulted and confirmed the device appeared to de depleting normally. In addition, left ventricular (lv) lead intermittent loss of capture was noted, muscle stimulation during lv lead testing a year ago was reported. Right atrial (ra) lead undersensing in atrial tachycardia response (atr) events during atrial flutter was also noted. Technical services (ts) recommended reprogramming options. This crt-p system remains in service. No adverse patient effects were reported. Additional information was received, and this left ventricular (lv) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than lumen/outer insulation is damaged/breached. Muscle/pocket stimulation is a known medical risk for implanted pulse generator systems. Amended coding.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected of premature battery depletion (pbd). Technical services (ts) was consulted and confirmed the device appeared to de depleting normally. In addition, left ventricular (lv) lead intermittent loss of capture was noted, muscle stimulation during lv lead testing a year ago was reported. Right atrial (ra) lead undersensing in atrial tachycardia response (atr) events during atrial flutter was also noted. Technical services (ts) recommended reprogramming options. This crt-p system remains in service. No adverse patient effects were reported. Additional information was received, and this left ventricular (lv) lead was explanted. No additional adverse patient effects were reported. Additional information was received, and this lead had also exhibited high capture thresholds. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected of premature battery depletion (pbd). Technical services (ts) was consulted and confirmed the device appeared to de depleting normally. In addition, left ventricular (lv) lead intermittent loss of capture was noted, muscle stimulation during lv lead testing a year ago was reported. Right atrial (ra) lead undersensing in atrial tachycardia response (atr) events during atrial flutter was also noted. Technical services (ts) recommended reprogramming options. This crt-p system remains in service. No adverse patient effects were reported. Additional information was received, and this left ventricular (lv) lead was explanted. No additional adverse patient effects were reported. Additional information was received, and this lead had also exhibited high capture thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than lumen/outer insulation is damaged/breached. Muscle/pocket stimulation is a known medical risk for implanted pulse generator systems.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than lumen/outer insulation is damaged/breached. Muscle/pocket stimulation is a known medical risk for implanted pulse generator systems. Amended coding.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected of premature battery depletion (pbd). Technical services (ts) was consulted and confirmed the device appeared to de depleting normally. In addition, left ventricular (lv) lead intermittent loss of capture was noted, muscle stimulation during lv lead testing a year ago was reported. Right atrial (ra) lead undersensing in atrial tachycardia response (atr) events during atrial flutter was also noted. Technical services (ts) recommended reprogramming options. This crt-p system remains in service. No adverse patient effects were reported. Additional information was received, and this left ventricular (lv) lead was explanted. No additional adverse patient effects were reported. Additional information was received, and this lead had also exhibited high capture thresholds. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected of premature battery depletion (pbd). Technical services (ts) was consulted and confirmed the device appeared to de depleting normally. In addition, left ventricular (lv) lead intermittent loss of capture was noted, muscle stimulation during lv lead testing a year ago was reported. Right atrial (ra) lead undersensing in atrial tachycardia response (atr) events during atrial flutter was also noted. Technical services (ts) recommended reprogramming options. This crt-p system remains in service. No adverse patient effects were reported. Additional information was received, and this left ventricular (lv) lead was explanted. No additional adverse patient effects were reported. Additional information was received, and this lead had also exhibited high capture thresholds. No additional adverse patient effects were reported.